Event description:
While bringing the draped mayo stand into the sterile field, it was noticed that there were large holes in the drape along the side of the mayo stand. The surgeon was present and consulted and it was decided to remove the outer gloves of the scrub tech and cover the holes and any areas that she may have touched with sterile ioban. The inner wrapping of the pack which the mayo stand cover came in was saved.